Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurred and indistinct screen, and liquid ingress. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the outer protective layer of the cable was damaged, causing liquid to penetrate the cable, resulting in communication failure and blurred images. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cable malfunctioned. The issue was found during cleaning and disinfection process. There was no patient involvement.

Manufacturer narrative:
E1- customer facility address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a cable malfunctioned. The issue was found during cleaning and disinfection process. There was no patient involvement.